Event description:
It was reported that the customer had put on a sensor and it had broken. Customer was lifting the serter off the pedestal and everything came apart. Customer stated that the sensor was damaged and there was blood on site. No further assistance needed.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.